Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1584160 involved in this complaint device was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the (B)(6) 2020 and on the (B)(6) 2020. The returned device lab findings and observations can be referred through the attached files. In summary the following results were observed in the lab evaluation: flexor was observed broken at the clear section. Handle was actuating fine but unable to deploy the stent due to break. Introducer was cut to get measurements of the lock wire within the distal side of the yellow marker. Lock wire was found to be within spec. Following the lab evaluation additional information was requested to aid with the investigation: "3. What was the position of the elevator? Was it opened or closed? Customer confirmed the elevator is in open position. What was the position of the delivery system when the elevator was closed? The elevator is always open." Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1584160 did not reveal any discrepancies that could have contributed to this issue. An nc code (evo-015 flexor bunching/broken) was noted on the work order c1584160, however this was subsequently scrapped and would not have attributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot #c1584160; upon review of complaints this failure mode has not occurred previously with this lot #c1584160. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor break, the ¿green wire guide like material¿ mentioned in the complaint description that was observed to have ¿advanced out of the yellow marker on the end of sheath¿ may have been the lockwire, this was inspected in lab, found to still be within the yellow marker and within spec. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User advanced the wire guide across the stricture area and pull the delivery system trigger to release the stent , but user cannot see the stent deployment under endoscopy and a green wire guide like material advanced out of the yellow marker on the end of sheath. User retracted the delivery system from endoscopy and detected the delivery system broken. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: the additional information is under collection and will update once received. Tp 2020-06-16 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) while inserting the stent in patient. Evolution . 2. What endoscope type and channel size was used? Fuji 3.7 channel size 3.73. What was the position of the elevator? Was it opened or closed? Customer confirmed the elevator is in open position. 4. Details of the wire guide used (diameter, type, make)? Metii-35-480 cook ,metii-35-480 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 6. How long was the stent in the patient by the time this complaint occurred? N/a 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Unknown IFU stricture information: . 1. What was the length and diameter of the stricture? 5cm 5cm 2. Where was the stricture located in the body? Common bile duct 3. Was there resistance felt passing wire guide through stricture? No.4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? No. 3001845648-2020-00423-3 questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Device was intact before use 2. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Cannot be deployed 2. Was the directional button pressed during use? User press the retract button. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Stent was not deployed. 4. Was the yellow marker kept in view during deployment? Yes 5. Are images of the device or procedure available? No. Questions related to during introducer withdrawal 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? 2. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes 3. Was the safety wire fully removed before removing the delivery system? Didn't reach that far. 4. Did any part of the product snag/get caught with the stent when removing the delivery system? No. 5. Are images of the device or procedure available? Questions related to during stent repositioning/removal 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ n/a 2. Was the lasso (suture) loop used during repositioning / removal? 1. Was the directional button fully engaged? Yes 2. Did the red indicator move when the trigger was pressed? Yes 3. Did the red indicator continue to move after the delivery stopped? No. 4. Were any cracking/popping sounds heard from the handle? Yes 5. Was the stent partially exposed? No. 6. If the stent was partially exposed, was it possible to recapture the stent fully before removal? Stent was never be released out of sheath 7. Were any additional procedures needed? No. 8. What is the patient outcome? User took boston scientific stent to complete the procedure.

Manufacturer narrative:
Correction follow-up MDR report being submitted to capture device return and lab evaluation being completed on 09-jul-2020. This information had been omitted in error from the initial MDR report submitted on 13-jul-2020. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Correction follow-up MDR report being submitted to capture device return and lab evaluation being completed on 09-jul-2020. This information had been omitted in error from the initial MDR report submitted on 13-jul-2020. User advanced the wire guide across the stricture area and pull the delivery system trigger to release the stent , but user cannot see the stent deployment under endoscopy and a green wire guide like material advanced out of the yellow marker on the end of sheath. User retracted the delivery system from endoscopy and detected the delivery system broken. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient / event info: notes: the additional information is under collection and will update once received. Tp 2020-06-16. 1. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning / removal) while inserting the stent in patient. Evolution. 2. What endoscope type and channel size was used? Fuji 3.7 channel size 3.7. 3. What was the position of the elevator? Was it opened or closed? Close. 4. Details of the wire guide used (diameter, type, make)? Metii-35-480 cook, metii-35-480. 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 6. How long was the stent in the patient by the time this complaint occurred? N/a. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Unknown IFU. Stricture information: 1. What was the length and diameter of the stricture? 5cm. 2. Where was the stricture located in the body? Common bile duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? Device was intact before use. 2. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? Cannot be deployed. 2. Was the directional button pressed during use? User press the retract button. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Stent was not deployed. 4. Was the yellow marker kept in view during deployment? Yes. 5. Are images of the device or procedure available? No. Questions related to during introducer withdrawal: 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? 2. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. 3. Was the safety wire fully removed before removing the delivery system? Didn't reach that far. 4. Did any part of the product snag/get caught with the stent when removing the delivery system? No. 5. Are images of the device or procedure available? Questions related to during stent repositioning / removal: 1. What instrument was used for stent repositioning / removal? Forceps, snare, n/a. 2. Was the lasso (suture) loop used during repositioning / removal? 1. Was the directional button fully engaged? Yes. 2. Did the red indicator move when the trigger was pressed? Yes. 3. Did the red indicator continue to move after the delivery stopped? No. 4. Were any cracking/popping sounds heard from the handle? Yes. 5. Was the stent partially exposed? No. 6. If the stent was partially exposed, was it possible to recapture the stent fully before removal? Stent was never be released out of sheath. 7. Were any additional procedures needed? No. 8. What is the patient outcome? User took boston scientific stent to complete the procedure.

Manufacturer narrative:
Follow-up report being submitted as the device return date had previously been reported as the 07-jul-2020 in error, the device was received on the 30-jun-2020. The following information was also received on 02sep2020: 3. What was the position of the elevator? Was it opened or closed? Customer confirmed the elevator is in open position. What was the position of the delivery system when the elevator was closed? The elevator is always open. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Follow-up report being submitted as the device return date had previously been reported as the 07-jul-2020 in error, the device was received on the 30-jun-2020. The following information was also received on 02sep2020: 3. What was the position of the elevator? Was it opened or closed? Customer confirmed the elevator is in open position. What was the position of the delivery system when the elevator was closed? The elevator is always open. User advanced the wire guide across the stricture area and pull the delivery system trigger to release the stent, but user cannot see the stent deployment under endoscopy and a green wire guide like material advanced out of the yellow marker on the end of sheath. User retracted the delivery system from endoscopy and detected the delivery system broken. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: the additional information is under collection and will update once received. Tp 2020-06-16 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) while inserting the stent in patient. (Evolution,evolution,,,/) evolution 2. What endoscope type and channel size was used? Fuji 3.7 channel size ,3.7 3. What was the position of the elevator? Was it opened or closed? Close , 4. Details of the wire guide used (diameter, type, make)? Metii-35-480 ()cook,metii-35-480 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 6. How long was the stent in the patient by the time this complaint occurred? N/a 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Unknown IFU, stricture information: 1. What was the length and diameter of the stricture? 5cm. 2. Where was the stricture located in the body? Common bile duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Device was intact before use. 2. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? Cannot be deployed. 2. Was the directional button pressed during use? User press the retract button. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Stent was not deployed. 4. Was the yellow marker kept in view during deployment? Yes. 5. Are images of the device or procedure available? No. Questions related to during introducer withdrawal: 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? 2. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes 3. Was the safety wire fully removed before removing the delivery system? Didn't reach that far. 4. Did any part of the product snag/get caught with the stent when removing the delivery system? No. 5. Are images of the device or procedure available? Questions related to during stent repositioning/removal: 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ n/a. 2. Was the lasso (suture) loop used during repositioning / removal? 1. Was the directional button fully engaged? Yes. 2. Did the red indicator move when the trigger was pressed? Yes. 3. Did the red indicator continue to move after the delivery stopped? No. 4. Were any cracking/popping sounds heard from the handle? Yes. 5. Was the stent partially exposed? No. 6. If the stent was partially exposed, was it possible to recapture the stent fully before removal? Stent was never be released out of sheath. 7. Were any additional procedures needed? No. 8. What is the patient outcome? User took boston scientific stent to complete the procedure.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the wire guide across the stricture area and pull the delivery system trigger to release the stent , but user cannot see the stent deployment under endoscopy and a green wire guide like material advanced out of the yellow marker on the end of sheath. User retracted the delivery system from endoscopy and detected the delivery system broken. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."